Event description:
It was reported that during a laparoscopic colon procedure, the device was used and reloaded for the third time. During the firing sequence, it would not open or continue the firing. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: during which stroke did the event occur? Were the cut line and staple line equal? Did the device eventually open? If no, how was the device removed from the tissue? If the device was cut out, how much tissue was removed (cm)? If the jaws eventually opened, was there any damage to the tissue? If yes, how was this resolved? What color cartridge was being used? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Were there any unexpected noises heard with previous firings? Were any of the forces higher or lower than expected (closing, firing, or opening) with previous firings? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure?